Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21203. It was reported the pt was scheduled to have her scs system explanted for an unk reason. Follow-up identified the procedure was cancelled and at this time has not been rescheduled.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.